Event description:
Customer reported intermittent no fluoro, no patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the loose connection between the system interface and video controller. System operates as intended.